Event description:
It was reported that the 9800 system keeps cutting off and reboot is required to continue. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided the following component has been requested. Igbt/snubber pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.